Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient wife contacted lifescan (lfs) and alleged their one touchultra2 meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on unspecified date and time, two weeks ago, he observed an inaccurate when blood glucose reading on the subject meter, result unknown. The patient stated he manages his diabetes with diet and/or exercise alone, the patient confirmed made no changes to his diabetes management routine as results of the product issue. The patient claims she/he developed symptoms of "sweating and body shaked a" 5 hours after the product issue. The patent alleged self-treatment with food and/or drink on two weeks ago at 2am. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was manually set to control test. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began. In addition, there is no evidence that the lfs device malfunctioned.

Manufacturer narrative:
The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #2. This supplemental is being sent to correct information that was submitted previously within the incedent description. The first paragraph should have read "on november 2, 2015 lay user/ patient wife contacted lifescan (lfs) and alleged their one touchcverioflex meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation."